Event description:
--

Event description:
Boston scientific crm received information that during the implant of this right ventricular (rv) lead, the pacing system analyzer (psa) was unable to measure any pace signal from the lead. The lead fixation to the cardiac tissue was stable, and no anomalies with placement were suspected. Multiple placements were then tried in effort to stimulate a signal. Solid connections between the psa cord clips and the lead were confirmed. The lead was finally removed from the body, and upon explant it was observed that the insulation was abnormal. It was suspected that this insulation anomaly may have attributed to the lack of signal observed. A new non-boston scientific lead was successfully implanted into the ventricle with stable measurements from the lead and the psa. The attempted lead will be returned.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted bunching of the silicone insulation sleeve, the polyurethane sleeve, and the polytetrafluoroethylene covering the rate/sense coils. This caused the coils to deform out of alignment which inhibited the coils from turning. This resulted in a non-functional helix at the terminal pin. The helix remained functional at the tip. The offset coils also resulted in stylet insertion difficulty and resistance. The lead body is curled and appears to have been pulled with force and then released or placed through a very constricted area. Analysis was able to confirm the insulation damage reported from the field, but was unable to confirm any electrical issues; the lead passed all electrical testing.

Manufacturer narrative:
This lead will be returned. Upon completion of analysis, this report will be updated.